Event description:
A blood sample was taken using a 10cc syringe from a patient's portacath which was located in their chest wall. After obtaining the sample, the needle was reportedly engaged without difficulty and the rn allegedly received a blood splash in their eye.